Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant products: 693558 lead, implanted: (B)(6) 2011. (B)(4).